Manufacturer narrative:
(B)(4)

Event description:
It was reported that a post-market study patient underwent a surgery using two peek interspinous spacer devices at l3/l4 and l4/l5. Fourteen days post-op, lower back pain developed after the patient heard an abnormal noise when stretching. A spinous process fracture at l4 was then confirmed on x-ray, for which the patient was scheduled to be transferred to a local orthopedic hospital to continue receiving conservative treatment. It was considered that it was bone fragility fracture resulting from excessive lumbar stretching. The physician considered the event of l4 spinous process fracture as causally related to the implants. The patient was withdrawn from the post-market study one month post-op because no visit was made during the follow-up period due to the patient¿s transfer or other reasons. The physician judged the devices as ineffective in this patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Imaging examination: one month post-operative on (B)(6) 2012, x-ray imaging revealed that interspinous distraction was not maintained and implant positioning was inappropriate. Post-operative x-ray imaging on (B)(6) 2012 revealed suspected fracture in spinous process. Interspinous distraction was not maintained and implant positioning was inappropriate. CT scan revealed that inappropriate positioning of the implant was attributable to the spinous process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when the patient stretched out on (b)6), backache occurred with an abnormal sound. It was recognized that fracture of the spinous process occurred at l4 by the x-ray and CT. It was planned to continue conservative treatment at a nearby hospital. In (B)(6) 2012, the implant was removed and decompression was performed in the other hospital. Symptoms recovered. Implant was removed.